Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance eps and observed a small puff of smoke and found that the unit was displaying "fault 48: cycle delayed - leak test port 1: pressure not reached." Fault 48 is triggered when the leak test port 2 has not reached its pressure set point after 120 seconds. This message is indicative of an issue occurring with the unit's air compressor system. The technician made the necessary repairs, tested the unit, confirmed it was operating according to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that a burning odor was emitting from their reliance eps. No report of injury.